Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. The increase in impedances started in march and had risen from 70 ohms to 103 ohms. At that time, the observation was resolved with reprogramming. However, a spike in impedances occurred in february and the values were out of range at 150 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned in two segments which measured in total length 600 mm. Cuts were noted in the insulation and visible blood/body fluid was visible in the lumens and helix housing space. In addition, calcification covered most (approximately 80%) of the proximal spring electrode. The lead segments passed electrical testing. The increasing impedance seen by the device is consistent with calcification which has built up on the lead¿s shocking coil. The calcification created a non-conductive barrier between the lead¿s shocking coil and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time.